Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One sample was confirmed to exhibit the reported failure. A potential root cause for this failure could be "machine out of specifications, no silicone in sprayer". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "note: do not use with wall suction in excess of 210mm hg. 11. To establish suction: 11.I.) Open outlet port. 11.ii.) Pump bulb until balloon fills container. 11.iii.) Close outlet port. Note: hissing sound is normal and stops when maximum suction pressure is reached. Possible reflux of fluid to the patient is reduced during reliavac® evacuator reactivation by a built-in anti-reflux valve in the inlet port. 12. To empty container: 12.I.) Open outlet port. 12.ii.) Invert unit. 12.iii.) Pump bulb to empty quickly. 13. To re-establish suction: - repeat step ¿11¿ above." The actual/suspected device was inspected

Event description:
It was reported that the evacuator ruptured on the 3rd day of use. The patient heard a rupture sound.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the evacuator ruptured on the 3rd day of use. The patient heard a rupture sound.